Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly the stem subsided from a periprosthetic fracture. Has alumina ceramic, but md want to change to a poly liner. During procedure: alumina head was removed, renaissance stem extracted (replaced with stryker)), lineage ceramic liner removed (replaced with lineage a-class poly), no mpo replacement items ended up being removed. Product(implanted/removed): lineage a-class liner 364128x1 15357771685792. The ceramic liner was removed and revised with mpo poly liner. The shell then became loose and had to be removed all together. The surgeon replaced with another vendor's shell/liner at that point.